Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 11-jun-2009, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (.5 mcg/ml at .11 mcg/day), bupivacaine (20 mg/ml at 4.5 mg/day), and sufenta (2 mcg/ml at .44 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. On (B)(6) 2018 it was reported that the patient had an unrelated back surgery on (B)(6) 2018 and during that surgery, the patient¿s catheter was severed. Today (B)(6) 2018 the pump managing doctor wanted to shut off the pump. Minimum rate was reviewed; however, the doctor wanted to just shut the pump off. The pump off password/code to permanently stop the pump was given. No patient symptoms were reported. No further complications were reported/anticipated.